Manufacturer narrative:
The device was not returned to olympus for evaluation. The product was returned to 3rd party and the customer allegation was confirmed. A device history review could not be verified since the subject device was manufactured more than 15 years ago. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had image noise. There was no patient involved.